Event description:
It was reported to medtronic neurosurgery that the valve¿s pressure setting experienced several inadvertent changes. The report states that the physician instructed the patient to be careful about their everyday activities, but that the pressure setting changed three times in the following three months. According to the report, the physician decided to replace the valve component of the shunt. The report states that the patient did not incur an injury as a result of the event.

Manufacturer narrative:
All performance levels of the returned valve could be set with a single attempt, and it did not spontaneously adjust levels within the duration of testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. It is unknown if the patient¿s valve site had been exposed to strong magnets. The instructions for use that accompany the device caution that ¿devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. All magnets have an exponentially decreasing effect on the valve the further away they are located.¿ the valve was patent, and met the requirements for reflux, pressure-flow, and preimplantation testing. However, it did not meet the requirements for leak testing due to a tear in the valve¿s exterior silicone surface. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).